Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, the vibratory alert was tested and did not work properly. A device replacement is planned and the patient is in stable condition.

Manufacturer narrative:
The device was explanted and replaced.

Manufacturer narrative:
The field complaint of a patient notifier anomaly was not replicated in the laboratory. The notifier was tested and functioned as program, and no anomaly was found.